Event description:
The facility representative reported a colleague infusion pump with a failure code 810:11. The event was reported to have occurred during biomed testing. During product evaluation at baxter, it was discovered that the reported condition occurred during delivery based on device event history review. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available. The user interface module master software version for this device is 5.09.90, categorized as remediated.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation mdq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The reported condition was confirmed but not duplicated. The air in line printed circuit board was verified to be in calibration. The assignable cause could not be determined at this time. A follow-up report will be submitted if additional information becomes available.